Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-feb-2022. H.6. Investigation: samples received for investigation, a vial and p120j protector. Upon visual inspection, no damage or leakage found on the samples. The protectors were installed perpendicularly to the vial and there were no gaps. The protectors were fitted to vial properly for all samples. Additionally, no rubber stopper particles were detected when assembling the samples received in the vials. A device history review was performed for protector, reported lot 2105123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The lot number is unknown for injector, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd phaseal¿ protector solus p120j experienced coring in the fluid path. The following information was provided by the initial reporter translated from chinese to english: this is a report about coring. During the use of trastuzumab, the hcp instilled the solution into the last infusion bag and then found small pieces.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector solus p120j experienced coring in the fluid path. The following information was provided by the initial reporter translated from (B)(6) to english: this is a report about coring. During the use of trastuzumab, the hcp instilled the solution into the last infusion bag and then found small pieces.